Event description:
It was reported there were complications with the catheter. A couple weeks after initial implant, it was discovered that the patient's catheter was "twisted" and the patient went back in for a revision surgery on 2014 (B)(6). The pump was used to infuse baclofen and morphine. According to manufacture device registration, the original catheter was replaced with a new catheter on date of revision.

Manufacturer narrative:
Product ID 8781, serial# (B)(6), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Additional information was received from a consumer. The pump was implanted due to "car accidents." After the pump and catheter were implanted, the patient needed to have a catheter revision.